Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02419. It was reported the patient experienced ineffective stimulation due to high impedance measurements and a suspected lead fracture. Reportedly, surgical intervention was undertaken wherein the lead was explanted and replaced with a new model. Effective stimulation was achieved postoperatively thus resolving the issue.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-02419.